Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue however the cartridge alarm kept recurring.the customer continued to use the pump for insulin therapy and has manual injections if needed to address the bg level.there was no adverse impact to the customer¿s blood glucose level.